Manufacturer narrative:
B3: date of event estimated using first day of aware month. However, it was reported that the fracture occurred in the last two to three years.

Event description:
It was reported that a stent fracture occurred. An eluvia drug-eluting vascular stent system was selected for use. The stent fractured in the superficial femoral artery two years after implant. The localization was at the level of the adductor canal. A new stent was placed as a result of this fracture. No patient complications were reported.